Manufacturer narrative:
The reported event was ¿unable to implant the atrial lead as every time he tried to remove the stylet the lead would dislodge¿. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The helix could be extended and retracted after cleaning and cutting the lead and by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing, visual and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant due to the ra lead was dislodged when the physician attempted to remove the stylet. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.